Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead are exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms starting approximately three months ago. It was noted that there was no noise observed on the electrograms of stored episodes. Boston scientific technical services (ts) indicated that this looks like device header spring contact issue behavior. Ts discussed the device header spring contact issue with the boston scientific representative and explained that although the rv lead is a boston scientific product with a df-1 terminal connector type, this behavior can still occur. Ts indicated that they can continue to monitor the situation and noted that the impedance trend will be less helpful. Ts also indicated that they may consider turning on the non-sustained ventricular tachycardia alert going forward and if the physician chooses, the newer boston scientific devices have improved spring contact design. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead are exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms starting approximately three months ago. It was noted that there was no noise observed on the electrograms of stored episodes. Boston scientific technical services (ts) indicated that this looks like device header spring contact issue behavior. Ts discussed the device header spring contact issue with the boston scientific representative and explained that although the rv lead is a boston scientific product with a df-1 terminal connector type, this behavior can still occur. Ts indicated that they can continue to monitor the situation and noted that the impedance trend will be less helpful. Ts also indicated that they may consider turning on the non-sustained ventricular tachycardia alert going forward and if the physician chooses, the newer boston scientific devices have improved spring contact design. The products remain in-service. No patient symptoms or adverse patient effects were reported.